Manufacturer narrative:
The reported incident that locking screw anchorage ø3.0mm / l18mm was alleged of issue s-41 (poor fixation) because it has been through the plate could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during (B)(4) and is addressed by CAPA (B)(4). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. Device will not be returned.

Event description:
3.0 x 18 screw anchorage locking screw (plsl 3018) threaded through the medium left lisfranc anchorage plate(plp30171). Surgeon removed screw and used 3.5 locking screw. This occurred during primary surgery.